Event description:
The scope was used during a procedure. Upon extraction of the scope from a double lumen tube, the end of the scope started to unravel from the main body. The patient outcome was not affected due to the failure.

Manufacturer narrative:
From investigation result, we suspect that user used wrong size of endoscopic tool or insufficient lubricant during the procedure which may have caused unraveling of scope in the endoscopic tool when it was pulled out. This complaint is still under investigation. If additional information or conclusion is derived, we will update MDR report accordingly.